Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump did not deliver or record a bolus that was programmed by their meter. The reporter noted that a bolus programmed from the pump would deliver and record appropriately. This complaint is being reported because the pump did not alert the user to an issue with communication between the pump and the meter. There is no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.